Event description:
Customer reported receiving a button error alarm on the insulin pump during bolus attempt. Customer stated that the insulin pump may have recently been exposed to heat. Blood glucose level was 117 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.